Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was unknown. The lesion was pre-dilated with a 2.5x12mm non bsc balloon. A 2.50x12mm promus premier stent was advanced but was unable to cross the lesion. The catheter was removed from the patient and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was received for analysis in three sections, as a result of two breaks in the hypotube. The first break was identified 8cm distal to the strain relief. The second break in the hypotube was identified 43cm proximal to the midshaft bond. The section of hypotube between the two breaks was measured to be 54cm in length. The hypotube was severely kinked at various locations along its length. No issues were noted with the crimped stent and balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).